Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and the log review revealed error m-02 and m-3. Functional testing was performed using the system, and the unit powered on and successfully cauterized across all ports and instruments without any issues. Additionally, a review of the erbe internal log showed m-02 and m-32. The complaint was confirmed by failure analysis.

Event description:
It was reported that during da vinci-assisted malignant hysterectomy surgical procedure, intuitive field service engineer (fse) reported that the site had issue with erbe firing bipolar energy. Resetting fixed the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using force triad generator. After the procedure, the erbe was rebooted and it started working. The next day procedures were done using same erbe.